Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures sorin centrifugal pump system with tubing clamp. The incident (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative evaluated the device and confirmed the reported issue. The cpu board and the display board were replaced to resolve the reported malfunction and subsequent testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on-site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump system with tubing clamp displayed no flow measurement on the panel of the during set-up. There was no patient involvement.